Event description:
Complainant alleged that as the clinicians were performing a pt set up the device, they found that the discharge switch was defective and that the device would not discharge. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction.